Manufacturer narrative:
The lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to urgent care with a bump on their chest at the implant site. An x-ray was performed, revealing that the implantable cardioverter defibrillator (ICD) was flipped due to twiddler's syndrome, and the right ventricular (rv) lead was threatening to dislodge. The rv lead was explanted and replaced, and the ICD was reinserted into the pocket. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.